Event description:
It was reported the colonovideoscope experienced a plug body assembly error during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water-tube has foreign objects, e315 error and no image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of plug body assembly error not connected to machine was traced to component failure. Additionally probable cause of air water-tube has foreign objects was not established. E315 error and no image was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer.